Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a white substance along a stylet is confirmed, but the exact cause could not be determined. One 4 fr powerpicc solo with a t-lock extension set and a hydrophilic coated stylet were returned for evaluation. An initial visual observation revealed some blood use residues throughout the returned stylet. A kink was observed along the stylet. A white substance could be seen along the stylet. A microscopic observation revealed the white substance appeared to be consistent with stylet coating material. The white material appeared to bunch along the stylet. The exact cause of the white coating material along the stylet is unknown. Possible causes may include storage conditions, unknown environmental factors, or other unknown handling conditions. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a powerpicc solo was placed in the vascular access centre, and a sense of resistance was noted when the guidewire was withdrawn, and flocculent material was found on the guidewire after withdrawal. The guidewire was withdrawn earlier for inspection during later placement, and flocculent material was seen in four other cases. During withdrawal of the guidewire, a relatively large amount of flocculent would come off. No other information was provided. There was a total of 5 reported occurrences, this report addresses all 5 events.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a powerpicc solo was placed in the vascular access centre, and a sense of resistance was noted when the guidewire was withdrawn, and flocculent material was found on the guidewire after withdrawal. The guidewire was withdrawn earlier for inspection during later placement, and flocculent material was seen in four other cases. During withdrawal of the guidewire, a relatively large amount of flocculent would come off. No other information was provided. There was a total of 5 reported occurrences, this report addresses all 5 events.